Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
High channels were reported. Reimplantation is planned.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
High channels were reported. 5 channels are currently available for stimulation. The device was activated in (B)(6) 2024. Two months later, during the first check-up appointment, in-situ measurements indicated 2 high channels, requiring them to be turned off. After another 4 months, the user's father reported a decrease in the user's hearing performance. The user has been re-implanted.